Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longer then expected charge times. Approximately two years later, the patient was seen in clinic due to the device emitting beeping tones. Upon device interrogation it was discovered that the device had declared end of life (eol) with a monitoring voltage of 2.55 and a charge time greater than 30 seconds. No adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for a device replacement. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Subsequently, the device was explanted and returned for analysis. No adverse patient effects were reported.